Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited high impedance and capture issue. During attempted repositioning, the wire could not be inserted into the lead completely. The lead was not used and replaced successfully the patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.